Event description:
A report of detachment difficulty was received. It was reported that an essure micro-insert would not release from the delivery catheter during a placement procedure. Eventually the catheter broke away from the micro-insert with part of the catheter still attached to the micro-insert that was located deep in the pt's fallopian tube. A week after this initial essure placement procedure the physician performed a laparoscopy and hysteroscopy and removed the portion of the catheter that remained attached to the micro-insert. The physician left the micro-insert in place in the pt's fallopian tube.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.